Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The field representative was unable to gather any additional information. He did speak with the physician to keep him abreast to the issue.

Manufacturer narrative:
The field representative who attended the replacement procedure back in (B)(6) 2016 was contacted. He plans to consult with the patient's following cardiologist to confirm if the patient had been followed normally and if the battery was replaced in a timely manner.

Event description:
Boston scientific received information that this patient had his pacemaker replaced due to battery depletion. The patient presented to the hospital with symptoms of weakness, difficulty breathing, and low overall strength. The patient alleged that the device battery depleted so low and started to fail that he developed complications of fluid in the lungs, heart failure, high sugar and minor bronchitis. The device was replaced and the patient was upgraded from a dual chamber pacemaker to a cardiac resynchronization therapy pacemaker (crt-p). No adverse patient effects were reported.